Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump fell causing damage to drive support cap. Customer's blood glucose was unknown. Customer reported that drive support cap was sticking out. Customer was advised that insulin pump would need to be replaced.